Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing after fourteen-minutes and 81860 joules expended. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the hene (helium-neon) laser fixture, no signs of breakage along the length of the fiber. The fiber card was analyzed, and it passed the visual inspection. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of forward firing. The fiber went under a microscope inspection that identified a distal circumferential fracture and severe detritus. It is probable that the debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip and do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing after fourteen-minutes and 81860 joules expended. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began forward firing after fourteen-minutes and 81860 joules expended. The procedure was completed with another fiber without patient complications.